Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment using gore® tag® conformable thoracic stent graft for pseudoaneurysm at the distal anastomosis. On an unknown date, aneurysm diameter enlargement due to suspected a distal type I endoleak and was observed. On (B)(6) 2021, the patient underwent a reintervention. An additional stent graft was deployed to extend the device distally. The patient tolerated the procedure. (This information was reported to FDA on september 1, 2021: manufacturer report number 2017233-2021-02321. Gore mpdcase-(B)(4). Reportedly, on an unknown date, the patient presented a hemoptysis, and an aneurysm enlargement due to a suspected type iii endoleak in the junction. On (B)(6) 2022, the patient underwent a reintervention. An additional stent graft was deployed to bridge the stent grafts. The patient tolerated the procedure. The physician stated that it might be due to a type iii endoleak. The cause of the type iii endoleak is unknown.

Manufacturer narrative:
(B)(4). Also, was implanted tgu454515j/ 18681402 UDI#: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for investigation. Also, was implanted tgu454515j/ 18681402 UDI# (B)(4). The physician stated that the aneurysm enlargement might be due to a type iii endoleak. The cause of the type iii endoleak is unknown. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, endoleak and reoperation.